Event description:
It was reported by the patient that a storm knocked out home's power, and since then when the carelink monitor is connected into the phone jack, the home phones have a continual busy signal. Phones work correctly when monitor is not connected. The monitor will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis was performed on the monitor. Upon inspection noise was found and there was a broken rib inside the housing compartment. This did not impact the unit from testing. The monitor passed the bench power up test with good supply. The monitor passed the full debug mode test which was verified. Analysis conclusion revealed no defect was found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: a correction to model number was made to reflect correct model as 2490c8.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that a storm knocked out home's power, and since then when the carelink monitor is connected into the phone jack, the home phones have a continual busy signal. Phones work correctly when monitor is not connected. The monitor will be replaced. No patient complications have been reported as a result of this event. It was further reported that the monitor has been returned.

Event description:
It was reported by the patient that a storm knocked out home's power, and since then when the carelink monitor is connected into the phone jack, the home phones have a continual busy signal. Phones work correctly when monitor is not connected. The monitor will be replaced. No patient complications have been reported as a result of this event.